Event description:
During the elective removal of a port-a-port the surgeon noted that the tubing was not complete and had sheared off. A chest x-ray showed that the majority of the catheter was in the patient's right ventricle. The patient was sent to special procedures for retrieval of the retained portion of catheter.